Event description:
We were informed that this patient had expired on (B)(6) 2010. Additional information was obtained informing us that the patient was admitted to the hospital on (B)(6) 2010 for chest pain, congestive heart failure and cardiomyopathy.